Event description:
Inspire model 3028 turned on during MRI exam. Parameters required by manufacture to allow safe scanner were met. As we were scanning MRI of lumbar spine, her inspire implant turned on. We had completed our scout images and t2 sagittal imaging of the lumbar spine. It turned on mid-way through the t1 sagittal sequence. We removed patient from the MRI unit. She was not experiencing any discomfort, just fear. We moved her to her changing room. She turned remote on and then proceeded to turn off her implant. I requested she show me that it was working properly and it was. We did not complete the exam and reported it to her ordering physician.